Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer loaded cold insulin into the cartridge. The customer loaded a new cartridge and resumed insulin therapy. The customer blood glucose (bg) level was ¿high¿, although a specific value was not provided. A manual injection was administered to address bg.